Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the indwelling foley catheter was in place but not draining well. The on-duty doctor checked and found that the catheter balloon was ruptured.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photo, it was observed that the balloon burst. The potential root cause of this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the indwelling foley catheter was in place but not draining well. The on-duty doctor checked and found that the catheter balloon was ruptured.